Manufacturer narrative:
Reported event of stent positioning/placement problem. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 9cm wallflex enteral colonic stent was used during a colonic stenting procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a lesion in the sigmoid colon. During the procedure, the physician began to deploy the stent; however, resistance was felt. The physician then reconstrained the stent to adjust its position and then attempted to deploy the stent again. Resistance persisted and when the physician was forcefully deploying the stent, it release but not in the desired location. The 9cm stent was left implanted and the physician placed a 12cm wallflex enteral colonic to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.